Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by the patient feeling fussy and having a fever. During hospitalization for an unrelated event, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. Beginning on an unreported date in the same month as the onset of peritonitis, the patient was treated with cefazolin intraperitoneally (dosage, duration, and frequency not reported) for the peritonitis event. At the time of this report, antibiotic therapy was reported to be ongoing. Dianeal therapy was ongoing. After a total of fourteen days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: on an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.